Event description:
It was reported that a pump declared an altitude alarm. The customer's blood glucose level was 8.7 mmol/l at the time of the event. Customer reverted to an alternate method of insulin therapy.